Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the event description that the procedure was completed without inserting the end cap, it is clearly an off label use since the operative technique is violated which clearly states that "fixation of the u-blade is always completed by securely fastening the u-blade end cap into the rc lag screw. Omitting the end cap or insufficient fixation may lead to loss of fixation and postoperative complications." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the end cap fell off when opening the u-lag screw and became unclean. The screw was not replaced with another screw and the procedure was completed without inserting the end cap."